Event description:
The trilogy evo o2 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation the device failed a test step "internal flow verification: positive flow" during testing. Inconclusion the fow sensor was replaced to address the issue. Additionally, during the service of the device, periodic maintenance 2 was performed. The air inlet foam filter and particulate filter were replaced to prevent failure. The blower assembly was replaced due to dirt, and the inline proximal filter was replaced due to clogging. Although peeling of the silver frame around the power button was confirmed, the vanity cover assembly was not replaced at the customer's request. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.